Event description:
The customer reported that the system locked-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, gpos, and rtos were replaced and the system software was reloaded. The system was tested and found to be working as intended and put back into service.